Event description:
Customer's mother reported that customer was hospitalized for high blood glucose and dka. Troublshooting was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have a clamp.